Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had lubricating jelly spilled inside scope connection fibers. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: regarding when the event was reported, it was noticed after pickup, right before reprocessing began. We opened the transport pad, where the scope came in order to attach the reprocessing cap for leak testing when we noticed it was full of lubricating jelly.